Event description:
Had total hip replacement (B)(6) 2012 right side, it got infected approx two months later. Surgeon performed 2nd surgery; debridement cleaning. (B)(6) infection persisted and was resistant to antibiotics. Third surgery put in antibiotic spacers; and no walking on it for ten weeks. Finally infection went away and 4th surgery on (B)(6) 2013. Still in great deal of pain! Lost bone. Now have permanent cemented stem. Even though I want to be corrected, leg length. Etc. But would have split open quad together; stem out.